Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 375mg/dl, which was treated with a manual injection. The customer stated that her insulin pump was not doing anything, was beeping, and the screen was black. The issue was not resolved upon troubleshoot, but the troubleshooting procedure could not be completed. The call was dropped and the customer could not be reached thereafter. Nothing further reported.